Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for fungal peritonitis. However, there is no allegation or any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the information available, the patient¿s peritonitis can be reasonably associated with prior antibiotic therapy for a previous peritonitis infection in early (B)(6) 2020. Fungal peritonitis is a well-known potential complication in pd patients that is most often associated with previous antibiotic therapy, particularly for bacterial peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient has peritonitis. The pdrn reported that the patient is in the hospital. Upon follow up, the pdrn stated the patient was hospitalized with fungal peritonitis. The pdrn stated that the pd culture and hospital details were not available. The pdrn stated while hospitalized the pd catheter (not a fresenius product) was removed as that is standard treatment of fungal peritonitis. The pdrn stated that the patient has switched to hemodialysis for renal replacement needs and the patient was discharged from the hospital on (B)(6) 2020. The pdrn stated that the fungal peritonitis was associated with antibiotic therapy from a prior peritonitis event. The pdrn reported the fungal peritonitis was not related in any way to fresenius device, product or drug.